Event description:
Reportedly while passing through calcified tissue in the aorta, the needle detached from the suture. The patient was x-rayed, needle was located, but surgeon did not feel it should be removed. Surgeon closed patient. Patient ok.